Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded that after running the pump at 944 ml/hour speed to test occlusion the issue was duplicated. The manufacturer representative noted that the top case was broken at the bottom left corner. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause was established to be that the lead screw threads were worn out. The clutch treads were contaminated with black carbon. The manufacturer representative replaced the lead screw, clutch, wave spring washer, derlin washer, and the top case. The pump performed as intended and passed all functional tests.

Event description:
It was reported that the device had a motor rate error. There was unknown patient involvement and unknown harm/adverse event was reported.